Event description:
It was reported that the set screws disengaged from the t12 pedicle screws 9 months post-op. Reported outcome: revision surgery to remove t11-t12 set screws, pedicle screws, and rods. Re-instrumented to l2. Pt status is fine.

Manufacturer narrative:
Add'l catalog # 5006400, lot# 415071 date: 11/2006; catalog# 5006405, lot# 429699 date 12/2006; catalog# 5006407, lot# 392700 date: 9/2006; catalog# 5006467, lot# 323472 date: 5/2006; catalog# 5006468, lot# 323170 date: 4/2006.

Manufacturer narrative:
Additional parts involved: part number 5006407 lot 392700 manufactured 9/2006, part number 5006405 lot 429699 manufactured 12/2006.visual examination of the returned devices show signs of wear typical to implanted screws and rods in this type of procedure. The dhrs for the involved devices were reviewed and no discrepancies were observed.